Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Event description:
As reported by (B)(4) study, the patient experienced non-q wave myocardial infarction approximately eight months after the index procedure. The target lesion was located in the mid left anterior descending (lad) artery. The lesion was an in-stent restenosis of an unknown drug eluting stent. The lesion was described as 60% stenosed, non-thrombosed, 8mm in length, type b1, with no calcification. The reference vessel was 3.0mm in diameter and non-tortuous. A 3.0x13mm cypher rx stent was successfully implanted at 18atms. No dissection occurred during the procedure. Pre and post dilation were not performed. Residual stenosis was 0%. Pre and post-procedure timi flow were 3. Approximately eight months after the index procedure, the patient experienced a non-q wave myocardial infarction. Treatment included unknown revascularization. No thrombus was present. The event resolved without sequelae. According to the investigator, the event was not related to cordis product or the index procedure.

Manufacturer narrative:
The study coordinator confirmed that, (B)(6) months after the index procedure, a non-cordis stent was implanted in the proximal circumflex as treatment for the mi. The study coordinator confirmed that there were no problems with the cypher stent implanted in the mid lad and there was no restenosis. She stated that the investigator felt the cypher stent in the mid lad was patent. Additional information was received from the (B)(4) study adjudication minutes that confirm an angiography was performed and revealed a 20% lesion in the mid lad and 70% stenosis in the proximal circumflex. The proximal circumflex stenosis was treated with percutaneous coronary intervention with stent placement. It was confirmed the stent in the proximal circumflex was a non-cordis stent. This file no longer meets MDR reporting criteria. Additional information was received on (B)(4) 2011, that the stenosis was in the circumflex artery and the cypher stent in the mid lad was patent. Since the mi was due to a stenosis in a non-target vessel and the cypher stent was patent, this event no longer meets MDR reporting criteria.